Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the patient was in a slow episode of ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) was programmed to deliver anti-tachycardia pacing then high voltage therapy. The anti-tachycardia pacing was delivered, but the device did not deliver the high voltage therapy. An external shock was given to end the vt. The device remains in use and an ablation is planned. No further patient complications have been reported as a result of this event.